Event description:
It was reported that the surgeon was attempting to advance a 21.0 diopter aspheric collamer lens in a msi-tm injector, and it felt hard to turn the handle to advance the lens. The surgeon didn't enter the eye, but rather tried to eject lens onto the table and the lens tore and jammed in the cartridge and injector. No pt contact or injury. This is one of two incidents that occurred to this pt. See MFR report number 2023826-2008-00064 for the other incident.

Manufacturer narrative:
Eval results: (other) a visual inspection of the returned prod shows that the lens is hanging out of the tip of the cartridge by a haptic and the lens optic is torn. There is a plunger sticking out of the cartridge and the tip of the cartridge is damaged. The injector was returned with no visible damage. There is clear surgical residue on the injector, cartridge and lens. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.